Manufacturer narrative:
(B)(6). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: higher post-membrane pressures noted on the hls module during the procedure. If the device was exchanged during the procedure it is still unknown. Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was investigated in the manufacturer laboratory with the following results: an hls module advanced 7.0 was returned. The sample was contaminated and was therefore rinsed with water, disinfected with incidin liquid and cleaned with sodium hypochlorite. The hls module was then connected to the cardiohelp. The results of the investigation were documented visually and in writing and filed in the investigation report. During visual inspection and rinsing of the oxygenator with water, clots were detected on the blood inlet side and on the blood outlet side. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. When testing the cleaned and disinfected hls module advanced 7.0 with the cardiohelp, no deviations in the printing behavior could be detected. The failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error.no corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).